Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display issue. The screen suddenly became blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: evaluation confirmed no screen during startup. The pump had audible tones during startup. The pump¿s audible and vibratory alarms are operational. The pump was opened and corrosion on the display flex was found and corrosion was also found on the vibration motor. Unrelated to the complaint, the keypad was found to be worn.